Manufacturer narrative:
Additional data:

Event description:
Patient reports that a lump appeared between the nose and mouth post filler procedure and the face has become deformed, swollen. Patient initially thought "it was something malignant," was "desperate" and went to a medical consult. Ultrasound proved that the lump is related to the filling procedure. Antibiotic treatment maintained for another 6 weeks. Healthcare professional reports that patient, was resistant to taking the antibiotics due to an unrelated stomach ache.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that 1 ml of juvéderm ultra plus¿ xc was injected into the nasolabial folds. 2 months later, a palpable nodule (approximately 1cm) was observed on the right side of the nasolabial fold in the region near the wing of the nose. The node was visible with ultrasonography. The ultrasound evidenced product in several places on the face, including glabella, which injector denies having injected. Patient also does not recall any previous treatment with another professional to the area. Patient did not report pain, but feels swollen in the region. Predsim 20 mlg was provided, decreasing the nodule, however when stopped the nodule returns. 6 days later, 2000 utr hyaluronidase diluted in 2ml of diluent was administered into the nodule and there was no response related to improvement of the node. 3 weeks later, another application of hyaluronidase was injected into the same site using the same amount of product, unsuccessfully. 2 and a half weeks later, patient began treatment with clarithromycin and ciprofloxacin associated with predsin. During this treatment, patient reported decrease of the nodule, but after stopping the medication the nodule returned to its initial size. Antibiotic treatment again initiated. Patient continues with prednisone 5mg and experiences recurrence when the corticosteroid is completely discontinued.